Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer was not opening. A field service engineer (fse) uninstalled the drawer and discovered that the inseparable magnet was missing. So, the fse replaced the missing component, and the drawer was successfully tested to confirm proper functionality. Additionally, the fse extended onsite time to search for a fully functional half height enhanced drawer that was sticking. As part of the service, controller cards were also picked up from the depot for further support or replacement needs. The system functioned as intended after the fse repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer was failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.